Event description:
Patient was revised to address elevated blood serum levels for cobalt and chrome. The synovial fluid had a white, milky appearance, and the surrounding tissues appeared reactive. Osteolysis was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.